Manufacturer narrative:
On (B)(4) 2013, isi contacted the risk management department of the site to obtain additional information regarding the reported event. The risk manager indicated that she could not provide any information regarding the reported incident. Based on the information provided, it is unknown if the da vinci si system, an instrument, or an accessory caused or contributed to the patient's reported injury. At this time, there is no allegation that a malfunction of the da vinci si system, an instrument, or accessory occurred during the reported event. A follow-up MDR will be submitted if additional information is received.

Event description:
On (B)(4) 2013, intuitive surgical inc. (Isi) received a legal complaint with the following allegation: it was reported that during a da vinci si nephrectomy procedure, the surgeon allegedly injured the patient's aorta when first inserting a 'trocar,' or pathway device allowing access to the abdomen. The patient reportedly experienced bleeding from her aorta. The surgeon made the decision to abort the robotic procedure and to convert to open surgical techniques to stop the reported bleeding and to repair the injury sustained by the patient's aorta. The patient's kidney was not harvested. During the surgical procedure, the surgeon was reportedly informed that there was an incorrect instrument count. However, the surgeon reportedly closed the patient's surgical incision. After the patient was closed up, an x-ray was performed on the patient in an attempt to find if any instruments had been retained. The surgeon reviewed the x-ray and reportedly did not see any retained instruments. The patient was then taken from the operating room and while recovering, she allegedly experienced respiratory distress. A second x-ray performed revealed that the patient had retained a sponge. The formal complaint indicates that the surgeon performed a secondary open surgical procedure using a wide trocar to retrieve the sponge from the patient. The legal filing also alleged that the patient sustained a peroneal nerve injury as a result of surgical padding pressure on her peroneal nerve during surgery. No further clinical information was provided.